Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, it this patient on peritoneal dialysis (pd) reported he was hospitalized due to not having supplies to do his dialysis. There were no reported allegations of any performance issues with fresenius products in relation to the event. Additional follow-up was performed with the patient¿s pd nurse. It was confirmed that on (B)(6) 2023 the patient was initially hospitalized due to missing dialysis because the patient ran out of supplies. The patient received pd therapy in the hospital. Additionally, the patient had a pd culture obtained and the patient was diagnosed with peritonitis. The nurse indicated that the pd culture results were not available. The patient was treated with antibiotic therapy with intra-peritoneal vancomycin (dose unknown). Subsequently, on (B)(6) 2023, the patient was discharged home continuing pd with the same cycler. The patient is recovering from the event, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange as the patient is known to be non-compliant.

Event description:
On (B)(6) 2023, it's this patient on peritoneal dialysis (pd) reported. He was hospitalized due to not having supplies to do his dialysis. There were no reported allegations of any performance issues with fresenius products in relation to the event. Additional follow-up was performed with the patient¿s pd nurse. It was confirmed that on (B)(6) 2023 the patient was initially hospitalized due to missing dialysis because the patient ran out of supplies. The patient received pd therapy in the hospital. Additionally, the patient had a pd culture obtained and the patient was diagnosed with peritonitis. The nurse indicated that the pd culture results were not available. The patient was treated with antibiotic therapy with intra-peritoneal vancomycin (dose unknown). Subsequently, on (B)(6) 2023, the patient was discharged home continuing pd with the same cycler. The patient is recovering from the event, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange as the patient is known to be non-compliant.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be attributed to patient breach in aseptic technique during the pd exchange, as reported by the patient¿s pd nurse.